Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing sequence and high voltage therapy by the cardiac resynchronization therapy defibrillator (crt-d) for atrial tachycardia (at)/atrial fibrillation (af) episode detected as ventricular fibrillation (vf). It was noted that the device feature designed to withhold inappropriate detection found there was no match of the morphology and delivered therapy. The device is still in use. It was also reported that the right atrial (ra) lead exhibited undersensing which resulted in the inappropriate atrial pacing. The ra lead is still in use. It was observed that the left ventricular (lv) lead exhibited a warning for high threshold. The lv lead was capped and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5071-53 lead implanted (B)(6) 2007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.